Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on february 17, 2026 with lot number 2961878. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed multiple openings and broken device through microscopic inspection assessed as surgical damage and observed an opening and broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant ruptured" and "the inner silicone gel made contact with the patient". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b6 d6a h6.

Event description:
Healthcare professional reported "implant ruptured" and "the inner silicone gel made contact with the patient". This record is for the right side. The device was explanted and replaced with a non-abbvie device. The device will be returned.

Event description:
Healthcare professional reported "implant ruptured" and "the inner silicone gel made contact with the patient". This record is for the right side. The device was explanted and replaced with a non-abbvie device. The device will be returned.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.